Event description:
(B)(4) has received an attorney letter about a sling allegedly distributed by (B)(4). A pt was being lifted in a sling when the sling straps broke allegedly dropping the pt onto the concrete floor. The pt was immediately sent to the hospital. It's alleged that the pt suffered extensive bleeding in his brain and a fractured hip, and consequently decreased eight (8) days later. This MDR report is based on the attorney letter. (B)(4) has been contacting the attorney firm for additional info on the event and alleged sling. Some photos of the alleged sling were provided to (B)(4) today, (B)(6) 2011. (B)(4) quality team has reviewed the photos provided by the claimant's attorney. It appears that the alleged sling was worn well beyond it's useful life. The stitching and the fabric is faded from excessive use and washing. Because the sling labels have been removed there is no way to confirm who manufactured and/or distributed the sling. It is (B)(4) determination that the sling was well beyond its expected life and should have been discarded. In addition, (B)(4) recommend that two (2) assistants be used when positioning the pt onto a sling. Based on the info available to us, it appears that the pt's wife was the only person handling her husband. (B)(4) is continuing our investigation by requesting supporting info to identify the alleged product and its manufacturer.